Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient presented with fibrin in the anterior chamber following ocular surgery. The patient's symptoms improved within a few days. Additional information has been requested.

Manufacturer narrative:
Additional information provided. A customer reported that several patients presented with fibrin in the anterior chamber following cataract surgery. The fibrin has been occurring since (B)(6) 2017. The operating room was renovated from (B)(6) 2018 to (B)(6) 2018. Surgery was restarted in (B)(6) 2018. The customer does not think the renovation contributed to the events, because fibrin was reported in october 2017. The customer noted that congestion and cell was not confirmed, and the fibrin was not due to bacteria. The fibrin precipitation was sterile. The customer is investigating the events to rule out the system, all related things such as the iol, other surgical tools, and sterilization methods. The sterilization method has not been changed. The customer does not believe the system settings contributed to the events. The customer is reviewing the fibrin precipitation with other products. The medical treatment for the patients is unknown. The patient's symptoms improved within a few days. Fibrin is a strong insoluble protein produced by our body in response to bleeding. Whenever a tissue damage results in bleeding, at the site of the wound, a soluble protein found in blood plasma called fibrinogen becomes converted into fibrin molecules by the action of a clotting enzyme called thrombin. Fibrin is a major component of a blood clot. It should be clear to our understanding that fibrin is made by the body only when it is needed. When someone sustains a wound, the body automatically releases thrombin, which then signals the liver to produce fibrinogen and the process initiates the production of fibrin. Fibrin helps create a barrier at the site of wound to stop further bleeding allowing the wound to heal. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The system was manufactured on june 28, 2017. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).